Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred on the homechoice device during dwell three of four in peritoneal dialysis. The patient was connected at the time of the alarm. Technical service representative had the patient cycle the power off and on. The homechoice turned on with a system error 2367. The technical service representative asked the patient to cycle the power off and on again and the homechoice turned on with press go to start displayed. The technical service representative advised the patient to close all the clamps and their catheter. The technical service representative advised that they would need to start over with new supplies and would need to disconnect the aseptic way. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.